Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and another manufacturer's right atrial (ra) lead exhibited low out of range impedance measurements of 200 ohms. The clinician noted that the impedance had increased and then decreased and that occasionally they are unable to obtain sensing. There were three stored episodes of oversensing noise on the atrial channel creating inappropriate mode switching. Boston scientific technical services (ts) was consulted and suggested reprogramming the sensitivity, which did help with the sensing. Ts also discussed other programming options and possible replacement. An x-ray was taken which did not yield any significant findings, although physician speculated that the cause of the low impedance and noise was due to an ra lead issue. However, they were unable to confirm this speculation. A revision procedure was performed where the ra lead was surgically abandoned. It was also noted that another manufacturer's right ventricular (rv) lead exhibited fluctuating low impedance measurements that reached less than 200 ohms at times, thus the rv lead was surgically abandoned during the revision procedure. New ra and rv leads were implanted and the ICD was also explanted and replaced. No additional adverse patient effects were reported.